Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the buretrol IV solution administration set in which the patient found chemotherapy medicine had leaked. Ward nurse found gas passage is locked but there was still 20-30ml of chemotherapy medicine leakage from the gas passage. Patient's left hand touched the medicine and nurse immediately flushed patient's hand with large amount of water. There was patient involvement however no injury reported associated to with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.